Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4) and (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that on (B)(6) 2011 it was received information about the death of patient. Medical documentation is not available. Subject was randomized to aquacel ag/aquacel.